Event description:
Devilbiss healthcare was notified on 03/25/2022, by the sibling of the device end-user, of a complaint involving a model 525ds 5-liter stationary oxygen concentrator. The complainant stated "[the] yellow [alarm] light came on and the plug from the machine into the wall got hot and burned the fingers of the person [patient] operating it." The patient/end-user did not seek medical attention and no other illness, injury or property damage was reported. The oxygen concentrator has not been returned for evaluation. Devilbiss healthcare is actively investigating the incident, including attempting to retrieve the product for engineering evaluation and root cause investigation. An update will be filed as soon as additional information becomes available.